Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision due to patient discomfort. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.